Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose.